Manufacturer narrative:
(B)(4). This is a report of a leak, where the patient initiated therapy prior to being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette leaked. This occurred during initial drain of peritoneal dialysis therapy. The patient started the initial drain without connecting but fluid began spilling onto the floor, so they connected to the patient line. The technical service representative assisted the patient with ending therapy. The patient planned to restart therapy using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.